Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.